Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump was tested with no missing segments or partial display noted. Device was programmed with test mini link transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. No transmission anomaly noted. Device received with minor scratches on display window noted.